Manufacturer narrative:
The insulin pump had cracked case at display window corners, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had damage on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.